Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/11/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. The patient reported that after they applied the sensor, everything was fine for a couple of days, until the skin began to itch and hurt. The patient noticed the skin was red around the adhesive. Patient removed the sensor pod and saw that the skin underneath the adhesive was red and contained pus. The area around the sensor insertion site was infected and had scarring. The affected area was treated with over-the-counter antibiotic cream and the reaction healed within 3-4 days. Patient reported that this was their first reaction to the dexcom sensor. At the time of contact, the patient was in okay. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.